Event description:
It was reported that after a bhr revision surgery in which an s+n modular femoral head and was implanted,the patient begun experiencing persistent pain and discomfort. Patient blood was later tested and dr. Diagnosed metallosis and an additional revision surgery will be necessary.

Manufacturer narrative:
It has been determined that this submission is a duplicate of 3005975929-2020-00106 and should therefore be disregarded.